Event description:
Report #1 of 2 from an abbott int'l affiliate of an overdelivery with a dial-a-flo. The report indicated that 1000ml of an unspecified solution was reportedly initiated at 2200 hrs at a rate of 20ml/hr. The customer reported that the solution "ran empty prior to 1000 hrs in the morning". There was no reported adverse pt effect. The customer contact indicated that the overdelivery report was "based on rumor". The head nurse of the unit where the alleged overdelivery occurred could not identify a pt with this event description. Though requested, no add'l info was provided.